Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with injection fortum (1 gram, once daily, route and duration not reported) and injection reflin (1 gram, intraperitoneally, frequency and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time.